Event description:
Event description boston scientific received information that during a routine pacemaker changeout procedure this ventricular lead was surgically abandoned due to having impedance measurements greater than 2500 ohms, in both unipolar and bipolar configurations. The patient was reported to not have any adverse effects, or to be compromised by this. The phsyician was unable to gain access on the left side for the ventricular lead so the system was moved to the right side. The atrial lead was then also surgically abandoned.